Manufacturer narrative:
As reported, there was fluid in the battery compartment of the bard/davol hydrosurg plus irrigator following the procedure. The sample was discarded by the user facility and not available for evaluation. Photos of the subject device were provided. Evaluation of the photos provided shows fluid inside of the battery housing and corrosion has started to form on the batteries as a result of the fluid ingress. Based on the photo evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, the bard/davol hydrosurg plus irrigation was used during a procedure on (B)(6) 2021. It is reported that after the procedure was completed when the or staff removed the device from the IV pole and opened it to remove the batteries, they noted fluid inside the battery compartment. There was no performance issue and the device functioned as intended. There was no reported patient injury/harm.